Event description:
The customer contact reported, they delivered more than expected. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "believed the output was more than programmed." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. During testing at the user facility, the device passed testing for delivery accuracy. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.4ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). (B) (4)